Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer had previously completed the cartridge load and fill tubing events then waited a period of time to complete the fill cannula step. After returning to the pump to complete the fill cannula step the pump prompted the customer to started the load process over. The contact reported the customer's blood glucose (bg) level was over 500 (mg/dl). A correction via the pump was used to address bg level. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.